Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. There was no report of surgical impact or patient harm. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported system readings were different than expected from preoperative predictions. Additional information received states that there have been multiple patients that the system predicted different toric measurements than the preoperative plan. The physician went with the systems measurements and has had unexpected outcomes.